Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Qc results around the time of the event were within the acceptable range. Based on the information provided and the customer's statement that the sample was of poor quality, a preanalytical issue was most likely.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high crep2 creatinine plus ver.2 result for one patient sample. The initial result was 175 umol/l and was reported to the doctor. The doctor ordered a new sample be drawn from the patient on the same day. The result from the new sample was 41umol/l which was as expected. The original sample was retrieved and a significant amount of "fibrous floaties" were seen in the sample. The sample was recentrifuged and rested. The repeat result was 44 umol/l. The patient was not adversely affected. The reagent lot number was 160620 with an expiration date of 03/31/2018. Based on the information provided, a preanalytical issue was a possible cause.